Event description:
It was reported that this pacemaker system had multiple inappropriately stored atrial tachy response (atr) episodes. Technical services (ts) analyzed the presenting electrogram (egm) and found that this was due to far-field oversensing of the ventricular signal on the right atrial (ra) lead channel. Reprogramming was suggested as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.